Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving dilaudid (1 mg/ml at 0.1821 mg/day) and bupivacaine (5 mg/ml at 0.9107 mg/day) via implantable infusion pump. It was reported that the patient's pump worked well following implant on (B)(6) 2020 but has lost efficacy recently. There were no factors that may have led or contributed to the issue. They attempted to aspirate cerebrospinal fluid (csf) through the catheter access port (cap) and was only able to aspirate some fluid, but not a full milliliter. The patient's last 2 refills were reviewed and found that the volume was off by 1 ml at each of those visits with more volume aspirated than expected. There were no interventions planned; however, the patient has a follow-up appointment scheduled on (B)(6) 2021 to discuss next steps. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the issue was not yet resolved. Nothing was planned after the (B)(6) 2021 appointment. The patient was weighing her options. The cause of the issue had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.